Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was assigned to another patient in the remote monitoring network. The monitor was assigned to the correct patient. The network remains in use. There was no patient involvement.